Event description:
Customer reported her insulin pump had shut off without warning. The customer then stated she had put in a new battery, but the insulin pump showed the battery only had one bar of strength. Customer also reported a battery out limit alarm. Customer's blood glucose was 167 mg/dl. Customer was advised the alarm may indicate a loose battery cap. Customer was advised to monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.